Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be stretched out. A tear was observed in the exposed portion of the soft cannula. Fluid was observed exiting the tear. It could not be determined how the cannula was damaged. An alarm was noted indicating the device ran to an empty reservoir. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the pod was leaking. His blood glucose had reached over 250mg/dl while wearing the device for longer than 48 hours. The pod was returned for evaluation.